Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter and aspirex was physically investigated. During physical investigation the kink protection was loose on the catheter tube. The test guidewire passed with slight resistance. After running in the water lower than nominal aspiration level was achieved. There was a big quantity of aspirated material in the housing found. Mechanical jam of the catheter was observed during investigation. The reported leak was not observed during investigation. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that during a recanalization procedure, leakage was allegedly found at the joints of the catheter. It was further reported that there was a decline in performance despite the product being in operation the procedure was completed using another device. There was no reported patient injury.